Event description:
It was reported that under sensing was observed in the ventricle during a detection of ventricular tachycardia. The device appropriately delivered therapy but under sensing was noted during the detection. It was observed that atrial events were blanking out several ventricular events due to ventricular blanking when the device was set to ddi mode. It was recommended that the device be set to vvi mode. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.